Manufacturer narrative:
Concomitant medical products: 0185 lead, implanted: (B)(6) 2017; 694958 lead, implanted (B)(6) 2006. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not display diagnostic data correctly after the patient underwent a series of radiation treatments. Memory corruption from the radiotherapy was suspected. The device had a power-on reset (por) and data had been deleted. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.